Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. The instructions for use indicates stoma care as follows. The stoma site should be cleansed daily and kept dry at all times. Once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). Then pull the abbvie peg tube gently until resistance is felt, place the fixation plate back and fi x in position with 0.5-1cm of room. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that, in 2016 patient experienced buried bumper syndrome that was resolved endoscopically. In 2017 patient again had buried bumper syndrome that was not resolved endoscopically. It was reported that the peg tube was replaced surgically. After surgery, the patient experienced problems with wound healing and the wound had burst open. The rehabilitation period was prolonged and patient did not stay home due to excessive need for care. During revalidation, the peg tube could not be placed because of the open wound and a nasal tube was used for a long period. Report indicated that eventually a jejunostomy was placed because patient experienced buried bumper syndrome three times despite the bi-directional motion of peg tube daily.